Event description:
Suppressed amphetamine (amph), benzodiazepine (benz), cannabinoid (thc5), phencyclidine (pcp) results reported, from one patient. The results were being sent by the data management system (e.g., dl2000) to the customer's laboratory information system (lis).